Event description:
Report received from baxter, state that the reservoir ruptured after fillilng of device, but before patient use. The contents of the device are unknown.

Manufacturer narrative:
The sample involved in this incident has been returned for evaluation, however, the evaluation has not been completed.a batch review has been requested for lot #04k062. Should this review reveal any aberrances related to the reported condition, this information will be provided in a follow up report. A review of the product-reported database revealed no similar reports have been received for lot #04k062.